Event description:
Per the clinic, the patient was explanted due to an infection which also required obliteration of the middle ear space. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device was severed upon removal.